Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed. Visual review of the returned device shows scratches to the strike plate and body from use. The blue plastic tip shows gouges and cracks around the edges. No other damage noted. Review of the device history record identified no deviations or anomalies during manufacturing. A supplier DHR was not requested because the device has a potential field age of over 6 years and shows signs of multiple use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported at the beginning of the surgery, when or staff opened the instrument case for preparation, the blue sleeve at the tip of kinectiv inserter was found cracked. This will cause the implant to not be assembled correctly. Attempts have been made and additional information on the reported event is unavailable at this time.